Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer¿s blood glucose level was 126 mg/dl. Customer stated that they worked eventually but buttons were not respond for a couple of weeks. Customer stated that the frequency of the issue was at the different times. Customer also stated that the problem was they received the alarm the insulin pump wont respond. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that plenty of times commonly button would not respond when they tried to calibrate. Customer stated that pressing menu button takes them to the menu screen. Customer stated that using the up arrow and down arrow allows them to navigate screens. Customer states block mode was inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. The customer reported that the buttons are now responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.